Event description:
It was reported that prior to a laparoscopic nephrectomy procedure, the "side release tabs jammed" and could not be released by scrub tech or surgeons. This was prior to procedure so this device was never used on case. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just to confirm, did the jaws of the device stay closed and were unable to be opened with the ¿side release tabs¿? Yes¿that is exactly what happened ¿the jaws of the device stayed closed and were unable to be reopened. Just to confirm, did the jaws of the device stay closed and were unable to be opened with the ¿side release tabs¿? Yes, the jaws would not release. The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.